Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive of insulin pump and had motor errors. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a partially unlocked lcd keypad connector noted during visual inspection. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the motor error alarm due to the buttons not responding. The motor passed the motor test.